Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction, inflammation and corneal edema are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract plus stent procedure, the patient presented with a rebound inflammation and mild corneal edema. During gonioscopy examination, the stent appeared angled towards the peripheral iris with some iris tissue seeming to block the lumen. Per report, the patient restarted topical steroid and was scheduled for follow-up. Through follow-up, the surgeon conferred with glaukos medical monitor who reported that the inflammation was within acceptable boundaries of rebound surgical inflammation, and recommended to continue treatment with steroids. Additional treatment options were discussed based on the patient¿s condition. Additional information has been requested.